Manufacturer narrative:
(B)(6).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report a sensor that failed in the middle of the night, (B)(6) 2015, resulting in medical intervention. Sensor was inserted at the abdomen on (B)(6) 2015. Patient's mother woke up and discovered that the patient's blood glucose (bg) was 489mg/dl. Patient's mother reported that the sensor had failed in the middle of the night. Parents were able to wake patient. Patient starting vomiting. Parents took patient to the hospital. Patient was in the hospital for 2 days. Patient's mother reported that the patient was administered intravenous (IV) insulin and IV fluids. It is unknown if additional treatments were given during the hospital stay. At the time of contact, patient's mother reported that the patient's current condition is fine. No additional event or patient information is available. It should be noted that diabetes mellitus is a known cause of hyperglycemia.